Event description:
It was reported that the attempted left ventricular (lv) lead would not stay in position despite being placed several times. The lead was removed and not replaced. It was also reported that prior to the implant procedure, the battery bar of the implantable cardioverter defibrillator (ICD) was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for 48 hours. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).